Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the patient medication was not flowed into the station after order verification. The user had to reach out the main screen then go back for medication to load. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the patient medication was not flowed into the station after order verification. The user had to reach out the main screen then go back for medication to load. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter addr 1. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medication was not crossing over to the station after the order verification. The technical support specialist (tss) checked that the devices are communicating well. The tss also reviewed the logs and confirmed that the time was correct. The system functioned as intended after the technical support specialist inspected the device.